Manufacturer narrative:
This event involves a male pt of unk age and medical history. The target lesions included the proximal-mid right coronary artery (rca) and the proximal-mid left coronary artery (lda). The lesions were described as de novo. No add'l vessel characteristics at the time of the index procedure were provided. Post-procedure film review by core lab described the mid rca as located in a 30 degree bend. The proximal-mid rca was predilated before deployment of a cypher (3.0x33) into the proximal and a cypher (2.75x33) into the mid rca. The proximal-mid lda was pre-dilated before deployment of a cypher (3.0x23) into the proximal and a cypher (2.75x23) into the mid lda. Despite multiple investigational attempts, there have been no add'l procedural details provided. Six mos post the index procedure, a f/u angiogram revealed one fracture on the mid rca stent. However, percutaneous coronary angioplasty at the fracture site was not performed. The devices remain implanted, thus add'l analysis cannot be performed. Furthermore, the lot #s for the implicated prods have not been made available. Consequently, a device history record review could not be performed. An investigation into coronary stent fracture complains was performed and review of MFR records revealed no patterns or events that may have caused or contributed to the stent fracture. Core lab reviewed the films associated with this event and confirmed a stent fracture in the 3.0x33 mm stent located in the mid rca. The lesion was described as eccentric, mildly calcified, with a 30 degree bend. The lesion length was reported to be 13.28 mm while the stent length was reported to be 30.84 mm. Add'l findings included re-stenosis and a 10 mm gap between the stents. Re-stenosis is recognized potential adverse event associated with cardiovascular disease. It was reported and add'l cypher stent was implanted six mos post the index procedure. Conclusion: the reported complaint of stent fracture was confirmed. However, based on the available info and investigation, there is no evidence to suggest that this event is mfg related. There may have been vessel and procedural factors that could have contributed to this event. This file has been re-access as per the similar device reportability criteria implemented by cordis corp in 12/2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent.

Event description:
The following report was rec'd from the affiliate; a six mos angiographic f/u post cypher sirolimus-eluting coronary stent implantation, a fracture on the implanted cypher stent was observed which as reported was left untreated. However, an independent review of the procedure films provided indicates that restenosis was present and was treated with another unk stent.